Event description:
Event description guidant received information that a patient with this chronic left ventricular (lv) transvenous pace/sense lead reported experiencing a burning sensation and was referred to her physician. It was reported that this lv lead was fractured and was thus explanted/replaced. An attempt was made to implant a model 4517 lv transvenous pace/sense lead, but it was noted that placement difficulty was observed and thus this lead was not implanted as a replacement.